Event description:
Caller alleged discrepant results compared with the lab. Results as follows: date: (B)(6) 2012, inratio: 3.1, lab: 2.4. Caller also reported imprecision between two inratio meters and two strip lots. (Meter serial numbers not provided and strip lots not specified) results as follows: date: (B)(6) 2012, inratio: 5.1, 2.6. Time between inratio and lab testing: minutes. Time between two inratio meter testing: 20 seconds. Pt's therapeutic range: 2.0-3.0 inr.

Manufacturer narrative:
Investigation pending.